Event description:
The physician attempted arteriotomy closure using the closer tsl 6 fr. Device. The device was inserted into the artery. It appears that upon deployment of the foot, the posterior foot grabbed the back wall intima during pullback. Once the needles were deployed, the back wall was sutured to the front wall. The pt went to surgery where a vein graft was used to patch the arteriotomy. The pt recovered without further incident.